Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/21/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: no information. Date and name of initial surgical procedure? The procedure was a laparoscopic total gastrectomy. No information about the date of the surgery. The diagnosis and indication for the initial surgical procedure? Ileus. What were current symptoms following the index surgical procedure? Onset date? No information. Other relevant patient history/concomitant medications. No information. Does the surgeon believe the interceed caused the ileus and roux-en-y issue? The surgeon commented that it is unknown whether the event was directly caused by the device or not. Date and results of reoperation? No information. Was the interceed removed? No information. Are any photos available? No. What is the patient's current status? Good, discharge.

Event description:
It was reported that the patient underwent laparoscopic distal gastrectomy on an unknown date and adhesion barrier was used on the small incision site just under the abdominal wall. The device was not applied on the roux-en-y during the procedure. The patient experienced post-operative ileus. A re-operation for the ileus was performed and the surgeon saw the affected area using a laparoscope. The roux-en-y part had been twisted and massed with the bowel around the roux-en-y. The lump of the roux-en-y had adhered to the abdominal wall. The surgeon opined it is unknown whether the event was directly caused by the device. The patient status is reported as good and patient has been discharged. No additional information was provided.